Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed anda supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had downstream occlusion alarms. It was also reported that there was no patient incident.